Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Review of the directions for use notes the reported event as potential adverse event associated with the use of the device. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted. Product is not expected to be returned.

Event description:
Post core valve deployment, tee revealed elevated lvedp when "compared to pre valve deployment". Per source, post dilation was performed and repeat tte revealed mild paravalvular leak with improved lvedp. Also revealing a new hemorrhagic pericardial effusion with hemodynamic instability. The subject's systolic blood pressure was in 60's despite of bullous IV fluid. Emergent pericardiocentesis via subxiphoid access was performed and around 450 cc of bloody fluid was drained and "pericardial drain was left in place". Repeat tee and invasive monitoring revealed no re-accumulation of pericardial fluid and blood pressure remained stable. Aspirin and clopidogrel were interrupted and was resumed on the next day. Chest x-ray revealed retrocardiac opacity likely representing combination of small pleural effusion with overlying consolidation/atelectasis. The subject was transfused with 2 units of prbc. Varc bleeding classification was life-threatening or disabling and for vascular complication major. Two days post procedure echocardiography revealed coagulated blood adjacent to the right ventricular pericardial space and left pleural effusion. Temporary transvenous pacemaker and pericardial drain was removed. At the time of reporting, the outcome of the event was considered to be recovering/resolving. Four days post index procedure, the subject developed new onset of atrial fibrillation with rapid ventricular response rate of 120-150's. Per source, electrophysiologist was consulted due to the narrow qrs complex. The narrow qrs complex along with sinus rhythm was noted pre-op and post-op with stable pr interval. -the subject was treated with IV metoprolol for the event and diuresed. The subject's heart rhythm returned to normal sinus rhythm. At the time of reporting, the outcome of the event was considered to be recovering/resolving. Nine days post index procedure the subject was found to be medical stable and was discharged on aspirin and clopidogrel.